Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6), 2020 with blood glucose of 23 mg/dl. The customer was also hospitalized on (B)(6), 2020 with blood glucose of 24 mg/dl and (B)(6), 2020 with blood glucose of 13 mg/dl. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.